Manufacturer narrative:
This report is being sent as follow-up 1 to correct section model number and to confirm the UDI information. UDI: na due to this product code not being exported to the us market. **UDI related data quality updates only.**

Manufacturer narrative:
D4: UDI: n/a as this product code is not exported to the us market d6a: implanted date: device was not implanted d6b: explanted date: device was not explanted the actual sample was one slenguide, and the inner guide was not returned. Visual inspection of the actual sample found a fracture approximately 1,040mm from the distal end (unaided eye). A crush was observed near the fracture end of the distal portion (microscope). An elongation was observed near the fracture end of the proximal portion (microscope 2). Both portions had similar shape of fracture surface: the fracture surface had been compressed and the reinforcing wires had been twisted (microscope). From this, it was considered that there was no portion missing from the actual sample. No anomaly such as deformation was found in other sections of the catheter (microscope). No clogging of the lumen was observed over the entire length of the catheter (x-ray fluoroscope). A rip and an exposure of reinforcing wire were observed near the fracture of the distal portion. In addition, roughness was observed near the ripped part (electron microscope). From this, it was inferred that some external force was applied to this area. Multiple rips were observed near the fracture of the proximal portion. (Electron microscope). In the vicinity of all the rips, protrusions from the inside were observed, so it was thought that while the elongation occurred, the rips were caused due to having been pushed by the reinforcing wires from the inside. Combination test: ·an attempt was made to insert a factory retained inner guide into the actual sample. As a result, the inner guide was caught on the elongated area of the actual sample and could not be inserted. From this, it was thought that the inner guide was not inside the actual sample when the reported event occurred. ·an attempt was made to insert a factory-retained 0.014 guidewire into the actual sample. As a result, the guidewire was possible to be inserted throughout the actual sample with no resistance. From this, it was possible that a 0.014" guidewire was inside the actual sample when the reported event occurred. Outer diameter of the actual catheter sample (undamaged section): it met the factory's specifications. No anomaly was found. Inner diameter of the actual catheter (undamaged section): it met the factory's specifications. No anomaly was found. The manufacturing record and the shipping inspection record of the involved product code/lot number found no anomaly. No other similar report from other facilities was found. Based on the investigation result, as a possible cause of this case, the following mechanism was inferred. (1) when the actual sample was moved from the left iliac to the right iliac, the inner guide was not inside the actual sample. (2) in the state of (1), the part distal to the point where the fracture would occur was caught for some reason. At this time, the crush occurred in the area. (3) in the state of (2), the actual sample was subjected to removal and torque force, which resulted in the elongation and fracture of the catheter. Relevant instructions for use (IFU) reference: "use the guiding catheter together with the inner guide when inserting the guiding catheter or adjusting the position of the guiding catheter." Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Event description:
The user facility reported that the slenguide device involved was used in an r2p procedure. After treating the left iliac from radial with the involved device; to treat the right iliac, the product was slightly pulled. When torque force was applied to the device, a fracture occurred in the middle section. There was no medical or surgical intervention required. The procedure was completed successfully. The final patient impact was not harmed.